Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned one unit (B)(4) visistat 35w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler appears used as there is biological material and tape residue present on the device. The staples appeared to be properly aligned. The stapler was returned with 33 staples left in the cartridge indicating that at least 2 staples have been fired by the end user. Reference files (B)(4) for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon full engagement of the trigger, a staple was able to properly form and release. However, no more staples fired after the first attempt. The stapler was disassembled and it was found that the pawl was missing. This prevented staples from being fired from the device. The stapler was reassembled and the next two staples were able to fire properly. However, the following two staples were unable to other remarks: form properly. No more staples were fired. No other defects or anomalies were observed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." Non-conformance (B)(4) was initiated to further investigate the complaint. The reported complaint of "staples stuck in unit" was confirmed based upon the sample received. The sample was disassembled and it was found that the pawl was missing. This would make it difficult for the staples to fire properly. The stapler was returned with 33 staples left in the cartridge indicating that the stapler was fired at least 2 times by the end user. The probable cause of this complaint issue is manufacturing related. Non-conformance (B)(4) has been initiated at the manufacturing site to further investigate.

Event description:
The staples but will not eject. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The staples but will not eject. The patient's condition was reported as fine.